Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxh 800 coulter cellular analysis system generated a falsely low platelet value for one (1) patient specimen with large and giant platelets, without instrument generated flags. The erroneous result was reported out of the laboratory. The physician questioned the discrepancy between the instrument count and the manual platelet result. The manual smear showed giant platelets documented. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Specimen collection and storage information were not provided by the customer. Previously run patient specimens were rerun to confirm back to the last accurate control run. The controls were run before the event; all controls results were acceptable. The unit is currently performing within qc specification with respect to controls and reproducibility. A bec field service engineer (fse) was dispatched on (B)(4) 2011 and calibrated the red blood count (rbc) aperture and performed latex calibration. The fse verified instrument operation prior to returning it into service. On (B)(4) 2011, the applications specialist provided applications support for the system. The specialist made the following recommendations: to check the plt count with alternate method; plt count is within limits. Root cause is unknown. However, platelet clumps were seen on the manual smear. Per bec labeling, giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments are interfering substances for plt. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.